Event description:
It was reported to philips that the ventilator would not turn on when it was being set up for first use. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
The failure investigation engineer reported the visual inspection of the exterior v60 ventilator revealed no evidence of damage or contamination. The unit did power up and had a 1007 error code that was causes by a da to mc pcba disconnected cable. Office contact information: (B)(4).